Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. 5076 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high impedance. Upon interrogation, it was noted that th lead had high/undefined superior vena cava (svc) impedance and a possible svc coil fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.